Event description:
Information provided from the following clinical literature: vanbiervliet g., guidicelli-bornard s., piche t., et al. Predictive factor of bleeding related to post-banding ulcer following endoscopic variceal ligation in cirrhotic patients: a case-control study. Alimentary pharmacology and therapeutics 2010; 32: 225-232. Case control study of patients who underwent esophageal variceal ligation (evl) between the timeframe 2002 to 2007: among six hundred and five (605) cirrhotic patients, 21 patients (mean age 56.6 years +/- 13.5 years) developed 23 spontaneous band slippages with bleeding on post banding ulcer, as confirmed by endoscopy. Bleeding occurred 13.5 days +/- 7.3 (2-29) following ligation.

Manufacturer narrative:
Cases were defined as cirrhotic patients who developed a digestive bleeding related to ulcers after spontaneous slippage of rubber band following a first evl performed in emergency or prophylactic situation. Twenty one patients (17 men and 4 women, presented 23 bleeding episodes following evl in relation to ulcers after sliding of rubber band, but only 17 patients (81%) the hemorrhage developed following a first ligation [and in four patients (19%) following a second session of ligation]. Treatment of the bleeding related to post banding ulcer after spontaneous slippage of rubber band: in all case patients, octreotide (25 microgram per hour) and ppi (protein pump inhibitor) dose infusion (esomeprazole - 40 mg per day) were given for five days after the bleeding complication. All patients received prophylactic antibiotherapy (ofloxacine - antibiotic) and the gastroscopy was performed in the six first hours after admission. Cyanoacrylate endoscopic injections were performed in 10 patients (43%), five patients (24%) had oesophageal balloon tamponade (for controlled and massive bleeding with haemodynamic deficiency) and 2 patients had an emergency transjugular intrahepatic portosystemic shunts (tipps). Eleven patients died following the bleeding complication. In conclusion, the bleeding of ulcer because of spontaneous slippage of rubber band after evl is a serious complication in which fatal outcome seems to be influenced in the majority of cases by a sepsis. Eleven of the 21 patients dying within a few days and in the majority of cases (five patients), secondary to a sepsis (one spontaneous bacterial peritonitis, two pneumonia and two septicaemia. Seven of the 11 patients who died did not receive prophylactic antibiotherapy during the evl session inducing the post banding ulcer. In univariable analysis, the development of a sepsis during the evolution was the only predictive factor of fatal outcome. Investigation evaluation: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A review of the device history record from this lot could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Slippage of the band from the varix can occur if the endoscope is advanced beyond the banded site. The instructions for use advise the user that passing the endoscope over a previously placed band may dislodge the band. The instructions for use caution the user not to apply alcohol to the device. Application of an alcohol-based lubricant or other substance could have contributed to the reported occurrence. Prior to distribution, all saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: the need for corrective actions is still to be determined. We are in the process of gathering more information regarding the description of the event and patient outcome in order to determine if corrective actions are required. A follow up report will be submitted once that information is received. Quality assurance will continue to monitor for complaint trends.